Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): a vena cava filter was successfully deployed below the level of the renal veins for a patient that was status post thoracic laminectomy for av fistula repair and a high risk for dvt. Approximately one month post filter deployment, the patient developed extensive bilateral lower extremity dvt and was started on anticoagulants. Approximately four months post filter deployment, ultrasound demonstrated partially occlusive acute and chronic thrombosis of the bilateral common femoral veins. Approximately seven months post filter deployment, during a filter retrieval procedure, multiple attempts to advance a guidewire and catheter beyond the filter were unsuccessful. Contrast was injected through a pigtail catheter just above the filter; and the physician felt that the reflux of contrast suggested occlusion of the ivc at the level of the filter. A venogram was performed and demonstrated: a near total or total occlusion of the bilateral common iliac veins; a filling defect appearance of the ivc below the filter with near total or total occlusion; a narrow ivc at the level of the legs of the filter resulting in retraction of the legs of the filter; one of the arms of the filter projecting to the right of the ivc, likely extraluminal; and the lower portion of the ivc with numerous well developed paravetebral collaterals. There were no attempts made to retrieve the filter. Hemostasis was obtained and the patient was educated on the importance of continuing anticoagulant therapy and following up with the coagulation specialist. Approximately fifteen months post filter deployment, a CT scan demonstrated the filter beneath the renal veins, a thrombosed and collapsed ivc beneath the level of the filter and thrombus that appeared to extend inferiorly into the external iliac veins bilaterally. A follow up CT scan demonstrated the filter just below the junction of the left renal vein and a collapsed ivc below the filter. Medical records review (second) :the patient was status post laminectomy for av fistula repair and at high risk for development of dvt; therefore, the decision was made to proceed with vena cava filter placement. The right common femoral vein was accessed using micropuncture technique and a 5 french catheter was advanced into the lower inferior vena cava. A venacavagram was performed measuring the ivc and the level of the renal veins. The filter was deployed below the level of the renal veins without incident. A follow-up image demonstrated the filter in good position. The catheters were removed and hemostasis was obtained. The patient tolerated the procedure well without apparent complication. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege that one of the filter arms appeared to be detached with the superior aspect projected to the right of the apex of the filter. It was further alleged that a limb, possibly the one that appeared to be detached was likely extra luminal. It was further alleged that the ivc was occluded below the filter. There is no mention of a detached limb or limb perforating the ivc in follow-up CT scans. Based on the medical records, the investigation is inconclusive for a detached limb and perforation of the ivc. The investigation is confirmed for total or near total occlusion of the ivc. It is possible the filter caught a large amount of clot which eventually caused the ivc to become occluded; however, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - only use the recovery cone removal system to remove the recovery filter. - perforation of other acute or chronic damage of the ivc wall. - caval thrombus/occlusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post surgical procedure and history of dvt, a vena cava filter was deployed successfully. Approximately seven months post filter deployment, during a scheduled retrieval attempt, a vena cava gram identified thrombus in the ivc with partial occlusion; however, thrombus was not identified superior to the filter. A narrowing of the ivc was identified inferior to the filter, affecting the expansion of the filter limbs against the ivc wall with possible filter limb extending extra luminal. No attempt was made to retrieve the filter. Follow up CT scans identified thrombus from the iliac bifurcation to the ivc, with narrowing of the ivc inferior to the filter placement. The CT scans did not identify a filter limb extending extra luminal. No further reported attempts were made to remove the vena cava filter. The patient status at this time is unknown. Additional information: approximately seven months post filter deployment, during a scheduled filter retrieval attempt, scout imaging identified a filter limb that appeared to be detached and nonmobile. No attempts were made to retrieve the filter as the guidewire and catheter could not advance beyond the filter.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Based on the medical records: a bard recovery filter was successfully deployed for a patient that was status post thoracic laminectomy for av fistula repair and a high risk for dvt. Approximately one month post vena cava filter deployment, the patient developed extensive bilateral lower extremity dvt and was started on anticoagulants. Approximately four months post vena cava filter deployment, ultrasound demonstrated partially occlusive acute and chronic thrombosis of the bilateral common femoral veins. Approximately seven months post vena cava filter deployment, multiple attempts to advance a guidewire and catheter beyond the filter for attempted filter retrieval were unsuccessful. Contrast was injected through a pigtail catheter just above the filter; and the radiologist reported that the reflux of contrast suggested occlusion of the ivc at the level of the filter. A venogram demonstrated: a near total or total occlusion of the bilateral common iliac veins; a filling defect appearance of the ivc below the filter with near total or total occlusion; a narrow ivc at the level of the legs of the filter resulting in retraction of the legs of the filter; one of the arms of the filter projecting to the right of the ivc, likely extraluminal; and the lower portion of the ivc with numerous well developed paravertebral collaterals. There were no reported attempts to retrieve the filter. Hemostasis was obtained, and the patient was educated on the importance of continuing anticoagulant therapy and following up with the coagulation specialist. Approximately fifteen months post vena cava filter deployment, a CT of the abdomen and pelvis demonstrated an ivc filter with its tip located beneath the renal veins, a thrombosed and collapsed ivc beneath the level of the filter and thrombus that appeared to extend inferiorly into the external bilateral iliac veins. A follow up CT scan demonstrated an ivc filter just below the junction of the left renal vein and a collapsed ivc below the filter. The CT scans did not identify a filter limb extending extra luminal. The medical records did not report any further attempts at filter retrieval. The patient status at this time is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post surgical procedure and history of dvt, a vena cava filter was deployed successfully. Approximately seven months post filter deployment, a filter retrieval attempt was unsuccessful. A vena cava gram identified thrombus in the ivc with partial occlusion; however, thrombus was not identified superior to the filter. A narrowing of the ivc was identified inferior to the filter, affecting the expansion of the filter limbs against the ivc wall with possible filter limb extending extra luminal. No attempt was made to retrieve the filter. Follow up CT scans identified thrombus from the iliac bifurcation to the ivc, with narrowing of the ivc inferior to the filter placement. The CT scans did not identify a filter limb extending extra luminal. No further reported attempts were made to remove the vena cava filter. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: the medical records allege that one of the filter arms appeared to be detached with the superior aspect projected to the right of the apex of the filter. It was further alleged that a limb, possibly the one that appeared to be detached was likely extra luminal. It was further alleged that the ivc was occluded below the filter. There is no mention of a detached limb or limb perforating the ivc in follow-up CT scans. Based on the medical records, the investigation is inconclusive for a detached limb and perforation of the ivc. The investigation is confirmed for total or near total occlusion of the ivc. It is possible the filter caught a large amount of clot which eventually caused the ivc to become occluded; however, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Additional information: approximately seven months post filter deployment, during a scheduled filter retrieval attempt, (B)(6) imaging identified a filter limb that appeared to be detached and nonmobile. No attempts were made to retrieve the filter as the guidewire and catheter could not advance beyond the filter.